Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The serial number of the device could not be identified, despite efforts to obtain it - therefore, the device's service history could not be reviewed, and the manufacture date of the device remains unknown. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of error e214 was considered to have been due to one or more of the following possibilities: 1. Defective measuring device on the control board. 2. Defective adc [analog to digital converter] on the control board. 3. Defective micro controller on the relay board. As long as the error message 214 only occurs occasionally, there is no immediate need for action, as the device is back in a proper and safe mode after restarting. However, if error message 214 occurs more frequently or even permanently, the device should be inspected by an authorized service workshop. The device should first be synchronized. If this proves unsuccessful, the control board should be replaced and tested in another esg-100 with regard to the occurrence of error message 214. In respect of this error message, a user fault may be ruled out. The are no countermeasures necessary because the associated risk is as low as reasonably achievable. The manufacturer will continue to monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take further action in the future. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer inquired to olympus as to what error code e214 means on the olympus esg-100. It was communicated to the customer that there is no such error listed in the user manual. The customer was then sent the user manual for reference. There were no reports of patient harm.